Manufacturer narrative:
Correction: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an automated impella controller generated an alarm. The controller was replaced with a new one to continue patient support. No patient harm was reported.

Event description:
Us clinical narrative: an impella 5.5 was inserted via the surgical access at the axillary to support the 66 year old male patient who had been admitted in with a known ventricular-septal defect and plans for surgery. The 5.5 was placed pre-operatively for the patient in scai stage c shock. Other underlying medical history was not shared. The 5.5 was supporting along with the automated impella controller (aic) when there was a controller failure alarm. This alarm prompted the team to replace the aic. Support then continued on the 2nd aic without any noted harm or injury. The pump remains on for support to date. This is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
Clinical narrative was omitted on the initial report. B5 updated with clinical narrative.